Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called twice due to low blood glucose of 19mg/dl. The customer has moved from colorado to oregon and attempted to change the time because she was on military time. Reviewed the programming and found that the customer did some adjustments. The caller requested assistance with changing from 1.15 units to 1.0 unit. Further troubleshooting could not be performed as customer needs to take care her blood glucose first. No further information was provided.